Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. Did not note any presence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload or download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The blood glucose level was unknown. The customer stated that she was not able to clear alarm. The troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the pump and recommended refer to back up plan per health care provider¿s instructions and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.